Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. On (B)(6) 2018, the patient's pacemaker was explanted. The patient remained in the hospital for additional infection treatment. The source of the infection was unknown. On (B)(6) 2018, the patient was reimplanted. The patient was stable throughout.